Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) has an electrical test failure code #120. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h, h4, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse reset the display connections and reset the keypad controller board. The fse stated that the issue persisted and replaced the keypad controller board. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a